Event description:
It was reported that customer received several no delivery alarms. Customer's blood glucose was 336 mg/dl, which was treated with manual injection. Caller was advised to call back when issue occurs. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.